Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s blood glucose level was 507 mg/dl at the time of incident. The customer¿s current blood glucose level was 472 mg/dl and in the morning the customer had blood glucose level 40 mg/dl. The customer had symptoms related to high blood glucose as had fruity taste and was urinating. The customer was treated with insulin pump and syringes for blood glucose level. The customer treated low blood glucose with corn flakes, piece of granola bar and banana. The insulin pump will not be returned for analysis.